Event description:
It was reported that the patient was scheduled for explant. It was reported that the non-functioning vns would be explanted and the patient would not be reimplanted. No known surgical intervention has been performed to date. Attempts to obtain additional relevant information has been received to date.